Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
Customer stated that the spiderfx was delivered to the popliteal artery. The hawkone was advanced over the wire and down the bifurcation to the superficial femoral artery. The hawkone was successfully used for 3 insertions and cleaning. After the 4th insertion into the sfa the device was attempted to be removed and resistance was met. Additionally the spiderfx would not retract until the sheath without resistance. Under fluoroscopy the physician noticed the tip had separated from the catheter. The physician used wire cutters to cut the handle and battery pack off of the driveshaft so he could exchange the sheath. The physician then upsized the sheath and removed the hawkone and the spiderfx together. The physician deployed a 40mm protege stent in that area due to a resistant segment that was still present. The physician closed the access site and the patient had a successful result and was sent home the same day with no injuries. The investigation of the returned hawkone and spiderfx was performed on (B)(6) 2015 and it was confirmed that the hawkone tip had separated from the catheter and was captured within the spiderfx wire.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.